Event description:
Health care professional reports home pt became overfilled while using homechoice cycler for automated peritoneal dialysis therapy. Health care professional states home pt is in nursing home care. According to health care professional, the nursing home staff removed the home pt from the homechoice cycler and performed a manual exchange, draining out approx. 6000ml of fluid. Health care professional does not attribute overfill to the homechoice cycler but to nursing home staff error. Health care professional states there was no pt injury and no medical intervention necessary.

Manufacturer narrative:
In april of this year, baxter healthcare personnel met with FDA to investigate overfill issues associated with peritoneal dialysis cycler devices. This committee determined that user errors contributed to these incidents. These user errors resulted in overfilling of the peritoneal cavity due to free flow of fluid as well as improper delivered fill volume. As a result of the interactions with the FDA, co reviewed the homechoice system and modified the pt at-home guide to increase awareness of those aspects of therapy where there is potential for user error which could result in an overfill event. Co has also taken this opportunity to re-emphasize the importance of carefully monitoring pt who report abdominal discomfort or who are unable to communicate essential info during treatment. Enclosed with this notification is a brief summary of the sections in the homechoice patient at-home guide which have been modified. Important info for homechoice users: the following info is inteneded to remind users of homechoice of important procedural info to refer to when programming, setting up and using the homechoice. Adhering to these recommended procedural guidelines will prevent uncontrolled flow of fluid from one bag to another and/or to the pt. Uncontrolled flow of fluid could result in a pt being overfilled with solution. An overfill may result in a feeling of abdominal discomfort, and in some cases may cause injury. Add'l care should be taken for those pt not able to communicate essential info to the caregiver during treatment. If any pt or pt caregiver suspects the pt has been overfilled, press stop immediately, arrow down and initiate a manual drain.norwalkct068560hpmc21992379001mc8/7/97-medwatch report not received by MFR. Mcsubmission of initial report to FDA by mfg.